Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side capsular contracture, baker grade IV. Device evaluation: based on the device analysis grid, the assessments of the complaint are: no complaint against the device: no observations are performed for the complaint as the event is no complaint against the device. Additional observations: yellow particles on the surface of the shell are observed. Wear abrasion observed on the device. Creases were observed.

Event description:
Healthcare professional reported left-side exchange with no complaint against the device. Healthcare professional later reported "global rupture" and "hole in radius" observed during surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "global rupture" and "hole in radius" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Additional observations: yellow particles on the surface of the shell are observed. Wear abrasion observed on the device. Creases were observed. No further actions are required as the device was implanted.